Manufacturer narrative:
(B)(4). Batch # n55u02. The analysis found that one pse45a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w cartridge reload was received unfired and loaded in the device. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged, however, it should be noted that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the scrub nurse said it wouldn't fire at all. Unknown how case was completed. There were no adverse consequences for the patient.